Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with unspecified gel mentor breast implants and experienced bilateral rupture postoperatively. As a result, the patient underwent bilateral device removal and replacement with 300cc saline mentor smooth round moderate profile breast implant, catalog number 3501645, lot numbers 272350 on the right side and 272350 on the left side on (B)(6) 2004. This report is for the patient's left-sided device.